Event description:
It is reported that the liner would not seat into the shell due to a damaged ring. A different shell was opened and implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.